Event description:
Ambulance personnel were attending to a pt, condition unk. An attempt was made at obtaining a 12 lead ECG and allegedly the device displayed ECG leads off in the lower left corner and a flatline. The pt was transported to the hospital. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.